Event description:
The dealer alleges the consumer was seated on the scooter parked on a hill, when the scooter allegedly rolled backward downhill and hit a curb. The consumer was thrown from the scooter and sustained a broken tailbone.